Event description:
Pt presented to st. Vincent hospital with a history of rectocele repair vaginal mesh placement in (B)(6) 2008 at an outside hospital. Pt had partial removal of exposed mesh at an outside hospital in (B)(6) 2008. Pt now with exposed mesh. Previous partial removal of mesh times two - one in an office setting and another in surgery. On (B)(6) 2012, the pt was taken to outpatient surgery for excision of posterior mid vagina mesh exposure. Pt was released home the same day.